Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end electrode was covered with blood and the outer insulation of the lead was cut. A visual summary noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted: 6944 implantable defibrillation lead (B)(6) 2012.

Event description:
It was reported that high thresholds and exit block were observed in the right atrial lead. The lead was initially repositioned and later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.